Event description:
(B)(4). Since essure was implanted in 2010, my thyroid has gone out of control, hypothyroid. I have constant lower abdomen pain. Had to have a d and c 2 weeks ago because of dub and an endometrial polyp. I am in therapy for moderate depression and anxiety as well as insomnia. Constant pain in lower abdomen and weight gain.

Event description:
(B)(4). I just underwent a hysterectomy including tubes on (B)(6) 2015 because of constant pain. Right coil was found twisted, bent and stretched. Neither coil was trailing into uterus.